Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that patient was experiencing ineffective therapy. Further investigaton revealed high impedance on left lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Section d corrections: product details were updated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107654. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.